Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver segmentectomy, the stapler was used for resection of a liver pedicle. At first clamp, excessive force alert showed. The surgeon opened the jaw and clamped again. Then the stapler and the firing were okay. However, all the staples were not able to form. Bleeding occurred. The jaw of the reload was found unable to close tight as usual. Used metal clip to fix the staple line. Opened another stapler from another brand to finish the resection.